Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported taking a long time to charge the implanted neurostimulator. Patient said it takes almost an hour to go from 50-100% on her back to charge. Patient stated she had a hard time getting used to it because she can put the recharger right over the implant but she has to play around with it for quite a while which is annoying for her. Patient service specialist reviewed how to change charging speed. Patient was not able to get into the recharging section of the controller and states she will do this another time. Pt states the recharging portion is grayed out and she cannot change anything. Agent reviewed to try and charge and then attempt to change the speed, pt declined. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they have done nothing as they have had trouble getting it to connect. Pt noted nothing was advised, and reiterated it takes a good hour to recharge. Patient reported nothing is planned to resolve the issue right now.